Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 1244110. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
¿It was reported that bd insyte autog bc grn 18ga x 1.16in experienced an incomplete retraction of the needle. The following information was provided by the initial reporter: 'the IV catheter is not able to completely withdraw the needle, like it was stuck and would not collapse back into the device.' Additional information received 01/25/2024: "there has been one report of this issue. "

Manufacturer narrative:
Address information was not provided, therefore, xx was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.